Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no cannula defects were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd preset¿ arterial blood collection syringe there was failure of product to contain blood/medication (i.e crack or hole in the syringe). The following information was provided by the initial reporter: the customer stated "when opening the package, it was found that the needle cannula has cracked."